Event description:
It was reported a vessel perforation occurred. A crossboss catheter was selected for a percutaneous coronary intervention for the left anterior descending (lad) artery. During the procedure, while using the crossboss in the lad, the device moved into a diagonal branch which caused a little perforation in the diagonal. A balloon was then inflated inside of the vessel. The procedure was completed with another device. There were no patient further patient complication. The patient's condition was reported to be okay.